Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to a heart wall perforation, this issue was confirmed using an echocardiogram. The echocardiogram revealed that the lead was in the pleural cavity and an effusion was confirmed. The patient had blood loss due to this injury and a transfusion was performed. This lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued. Corrected field: h6 (patient codes): "blood loss" was corrected to "hemorrhage/bleeding".

Event description:
It was reported that this right ventricular lead was surgically repositioned due to a heart wall perforation, this issue was confirmed using an echocardiogram. The echocardiogram revealed that the lead was in the pleural cavity and an effusion was confirmed. The patient had blood loss due to this injury and a transfusion was performed. This lead remains in service and no additional adverse patient effects were reported.